Manufacturer narrative:
Sc-1160 ((B)(4)). Device evaluation indicated that the complaint was confirmed. Due to the device condition, the partial data was captured using an external power source. Prior to the explant procedure, the daily battery depletion rate was about 0.9 v indicating that the device had been damaged during the previous lead revision. Upon receiving, the device would not be linked nor charged. An internal test found excessive sleep current drainage of 9.4 ma. A hot spot was detected on asic-u3. It was reported that electrocautery was used during the lead revision and it resulted in a damaged asic u3 causing the fast battery depletion.

Event description:
A report was received that the patients battery was no longer holding a charge. Database analysis of the battery discharge shows signs of premature battery depletion. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
A report was received that the patients battery was no longer holding a charge. Database analysis of the battery discharge shows signs of premature battery depletion. The patient underwent an ipg replacement procedure and was doing well postoperatively.